Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end users daughter states a piece in between the pump handle and the pump sheered off.